Event description:
User facility reported that during a coronary angiography and balloon pump implantation, air was injected into a patient upon the first injection of contrast media into the patient's left anterior descending artery (lad). The patient experienced chest pain, st elevation for a duration of 10 minutes, a sinus bradycardia, hypotension, and evidence of myocardial infarction. The patient subsequently recovered the same day.

Manufacturer narrative:
The acist angiographic injection system, model cvi, serial number (B)(4), was received at acist on february 18, 2015. Testing and evaluation of the cvi injector is in-process. A follow-up report will be submitted upon completion of the testing and evaluation.